Event description:
It was reported that this system had been exhibiting increased pacing impedance measurements on the right ventricular (rv) channel which were now out of range. A technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).